Event description:
It was reported that the healthcare professional had requested boston scientific technical services to evaluate two episodes recorded from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The device was apparently reprogrammed to secondary vector to mitigate further sense b node related incidents in this patient. In the first episode, which was created a little more than a year ago, non-physiological artifacts can be seen, the cause of which was most likely to be a disturbance in the impedance path of the vector used, resulting in inadequate shock delivery. The device was reprogrammed to secondary vector, as a result the device has been working trouble-free for 13 months. The second episode was for an untreated episode, a monomorphically wide rhythm ventricular tachycardia, which terminated itself before a shock can be delivered. There was real detection, no indication of oversensing or undersensing of the signal. Initially, there was a fast rhythm below the intervention frequency of the s-ICD at approximately 200 bpm (zone programming was at 220 bpm to 250 bpm), which deviates morphologically from the normal rhythm of the patient. In the process, this signal accelerates and degenerates into a fast, monomorphic and broadly complex tachycardia (250 bpm to 260 bpm), which is correctly detected by the system. The charging process starts at 44 seconds, then the arrhythmia terminates itself (approximately 50 to 51 seconds) during the charging time. No adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the healthcare professional had requested boston scientific technical services to evaluate two episodes recorded from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The device was apparently reprogrammed to secondary vector to mitigate further sense b node related incidents in this patient. In the first episode, which was created a little more than a year ago, non-physiological artifacts can be seen, the cause of which was most likely to be a disturbance in the impedance path of the vector used, resulting in inadequate shock delivery. The device was reprogrammed to secondary vector, as a result the device has been working trouble-free for 13 months. The second episode was for an untreated episode, a monomorphically wide rhythm ventricular tachycardia, which terminated itself before a shock can be delivered. There was real detection, no indication of oversensing or undersensing of the signal. Initially, there was a fast rhythm below the intervention frequency of the s-ICD at approximately 200 bpm (zone programming was at 220 bpm to 250 bpm), which deviates morphologically from the normal rhythm of the patient. In the process, this signal accelerates and degenerates into a fast, monomorphic and broadly complex tachycardia (250 bpm to 260 bpm), which is correctly detected by the system. The charging process starts at 44 seconds, then the arrhythmia terminates itself (approximately 50 to 51 seconds) during the charging time. No adverse patient effects were reported. This device and electrode remain in-service.